Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the display drops; display hinges found out of mechanical specification. Usb (universal serial bus) port functioned as required; able to print to external printer using usb port without issue. Analysis also found the ECG (electrocardiogram) connector is loose on the lem (link electronic module) printed circuit board assembly. Tabs missing on power cord door and the case handle is cracked. Programmer out of specification on audio loopback (microphone) and antenna connected right functional tests. Hard drive found out of electrical specification. Programmer able to interrogate with a known good rf (radio frequency) head and wirelessly without issue. (B)(4).

Event description:
It was reported that the programmer would not save to a universal serial bus (usb). The caller has tried multiple usb's that have worked with other programmers. It was also reported the usb port is not working, the screen will not hold position, and the back will not close. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification there was no patient involvement.